Event description:
A customer site in (B)(6) filed a complaint alleging that discrepant results were generated for one patient with the cobas taqman (ctm) (B)(6) for use with the high pure system when compared to results generated with the abbott (B)(6) realtime test. The result generated with the abbott test was (B)(6). Similar results were generated on 2 different samples collected from the same patient on 2 different ctm analyzers. The customer stated that the sample was genotyped by lipa assay and was found to be genotype 4. Patient samples will be submitted for sequencing analysis.

Manufacturer narrative:
A customer site in (B)(6) filed a complaint alleging that discrepant results were generated for one patient with the cobas taqman (ctm) hcv v2.0 test for use with the high pure system when compared to results generated with the abbott hcv realtime test. The result generated with the abbott test was > 1 million iu/ml and was <25 iu/ml with the ctm hcv v2.0 test. Similar results were generated on 2 different samples collected from the same patient on 2 different ctm analyzers. The customer stated that the sample was genotyped by lipa assay and was found to be genotype 4. The ctm hcv v2.0 test is not known to be affected negatively by samples that are genotype 4. Although requested, the customer did not provide the patient's sample for investigative testing including sequence analysis. Complaint kit retain testing met all specifications. Without being able to perform additional testing on the patient's sample, it cannot be determined why this patient's (B)(6) titer results were significantly lower with the ctm hcv v2.0 test as compared to the abbott test. (B)(4).

Manufacturer narrative:
A definitive conclusion cannot be drawn at this time, as the investigation into this issue is ongoing. The outcome of this investigation will be communicated through a follow-up report. Associated us product (B)(4) p060030. (B)(4).